Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced several low glucose events reported at 43 mg/dl with rebounds to high glucose reported at 359 mg/dl after treating, and that the user was overtreating hypoglycemia while using the ilet and oral glucose sources such as juice or glucose tablets. Symptoms included shaking or tremors, associated with hypoglycemia, hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including discussion of correct hypoglycemia treatment protocol and pausing insulin delivery for low events. Customer care agent performed investigative communication, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.